Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor incorrectly diagnosed an atrial fibrillation episode when there were clear p-waves preceding the qrs complex. Upon inspection, it was revealed that the device was over-sensing t-waves that were occasionally larger than the qrs. No interventions were made to address the post-sensed t-wave over-sensing. The patient was stable and will continue to be monitored.